Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. It was noted that after twelve attempted placements, the lead did not obtain good numbers, had unacceptable thresholds, poor sensing and there was placement difficulty. The physician noted that there may have been blood on the stylet. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the lead passed introducer and stylet test. If information is provided in the future, a supplemental report will be issued.